Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer states the pump I stuck in the rewind prime function. The customer's blood glucose level at the time of incident was unknown. The customer states insulin is squirting out during the manual prime process. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. The operating currents are within specification and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.